Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that there was a poor communication screen on the patient programmer. The patient reported that she was unsure if the ins was on or off; unable to connect to verify. The patient also reported that the night before last she was really sick and didn¿t think stimulation was on. The patient reported that on the night prior to the report she felt a different pulse in her back; during the night her back was buzzing and she could feel it stimulating but when she tried to connect with the programmer she only got the poor communication screen. It was noted that the patient was implanted on (B)(6) 2016 and bandages or swelling was present. The patient also reported that the implant area was ¿somewhat sore.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.